Event description:
The pt reported, that she attempted to perform a bolus and noticed that her infusion device screen was blank. The pt did not receive the a2 (low power pack warning) or e2 (power pack depleted). The pt stated, that the power pack is only a couple of weeks old. The pt stated, that she was aware of the power pack recall. The pt's blood glucose did elevate to 333 mg/dl. The pt administered an insulin injection to bring her blood glucose down. The pt's typical blood glucose level is around the 100s mg/dl. The pt reported, no symptoms with her elevated blood glucose. The pt did not report assistance by a healthcare professional or second party to address the issue. The prod has been requested for return to be evaluated.